Event description:
An altitude alarm was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove an obstruction from the speaker holes, clean them with a soft bristle brush and a lint-free cloth, and disconnect and reconnect the pump's cartridge. After following these instructions and waiting a few minutes, the customer was able to resume insulin delivery. The issue did not recur, and tips for preventing altitude alarms were provided by technical support.